Event description:
It was reported that a patient was planned for surgery in august due to their neurostimulation not working. The surgeon has decided to change to a new model implantable neurostimulator (ins) but wanted to try to see if the existing lead is working. When asked for further details regarding the 'neurostimulation not working' the rep was unable to clarify, but added that the physician believes it is either the extension or the surgical lead that is broken and hopefully they would know more after the surgery. The rep noted they would inquire about device return with the hcp once the device is explanted.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown, serial/lot #: unknown, b3: event date is unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare professional (hcp) through a manufacturer representative stated that the patient was no longer on the surgery waiting list and that there was no longer any plan for a replacement/explant surgery. No further actions were planned for the case. It was noted that the decision was made by a pain physician. No further complications were reported or anticipated.

Event description:
Additional information was received. It was reported that the patient was planned for surgery on the (B)(6) of august, but it was postponed to an unknown date so the manufacturer representative (rep) did not have any information to give at the time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.